Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Fluoroscopy showed an insulation abrasion on the left ventricular lead. The device was programmed to right ventricle and atrial pacing only.